Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing.  After testing it was concluded that the device operated within specifications.  The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The insulin pump had a minor scratched display window, cracked battery tube threads and a partially broken reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose around 400 mg/dl starting on (B)(6) 2017. The customer also reported a hospitalization on (B)(6) 2017 for high blood glucose of 889 mg/dl. The customer stated their blood glucose would not decline, leading to the hospitalization. The customer was wearing the insulin pump at the time of the event. The insulin pump passed troubleshooting. The high pressure test was not performed. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The additional information has been provided with this report. The device passed the functional testing, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The device had a minor scratched display window, cracked battery tube threads and a partially reservoir tube lip. The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.